Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead, the criteria for the right ventricular lead integrity alert were met, the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and oversensing due to non-physiologic signals/sic (sensing integrity counter). The 1542 v-sics since last session 12.7 days ago. Eighteen nst episodes with v-v intervals less than 220 ms between (B)(6) 2016. Lead failure predictor triggered on (B)(6) 2016 for v-sics and nsts. Right ventricular pace impedance steady at approx. 747 ohms through (B)(6) 2016, rises out of range by (B)(6) 2016. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance, oversensing with noise, and contained an apparent fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.